Manufacturer narrative:
The securi-t was returned contained in a biohazard bag with no product labeling. Dried residue was present inside the tube, confirming that the device had been used on a patient. A visual examination of the returned device was performed. The evaluation found that the internal bolster had separated from the tubing. The visual evalution included examining the device using a 10 x microscope. This examination revealed that the end of the tube was smooth and even. A small portion of the bolster was found to be still attached to the tube. No other problems were found with this device. No lot number was given to perform a lot history search or a device history record review. This customer complaint was confirmed, however, the exact root cause for the internal bolster detaching could not be determined. This product is pull tested at a pre-designated sampling plan. The pull test is performed on a calibrated instron at a 13.0 lb minimum pull. This product is manufactured with medical grade silicone and is the industry standard for peg tubes, as it is very inert and is not prone to reaction with most chemicals. The engineering department has been notified of this incident during the review of this evaluation report. The exact root cause for the damage to this device could not be determined. Because the current trends do not indicate a manufacturing or process issue related to this incident, no further action will be taken at this time. All products are currently monitored for trends. We will continue to monitor for trends in future complaints. Our directions for use outline approriate placement, access and maintenance procedures.

Event description:
During the cilinicians' replacement of an enteral feeding device that had been placed in the pt three months ago, it was observed that the bumper on this first device had become detached from the tubing and was now located in the pt's stomach. The clinician did not remove the bumper, but allowed it to be successfully eliminated by the pt through defection. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.